Manufacturer narrative:
Lead: model 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010. Lead: model 377760, lot# v474075016, implanted: (B)(6) 2010, explanted: na. Recharger: model 37754, serial# (B)(4). Programmer: model 37744, serial# (B)(4). This device was being used in a clinical trial noted as (B)(4).

Event description:
It was reported that the patient experienced an uncomfortable change in their stimulation sensation and it was determined that the lead accessory of the implantable neurostimulator (ins) system had migrated. The lead was subsequently explanted and replaced. The patient outcome was reported as recovered without sequelae.